Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The philips service engineer (se) inspected the device. The se found in the ventilator diagnostic logs a 24 volts failed error code. The se performed testing on the unit and all tests passed.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The event date was not specified; estimate used.